Event description:
It was reported patient underwent hip arthroplasty approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2013, due to liner wear. The liner and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - approx. 20 years ago . PMA/510(k) number. Manufacture date - unknown.